Event description:
Report from the us stating the device was running hot. The device was used in surgery. It is unknown if injuries or medical intervention were reported. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).